Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer allowed the battery to fully deplete. After plugging in the pump to charge, the pump turned on. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (288 mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.